Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Investigation was performed and the results are following. While rounding at (B)(6) on 20 may 2019, an arjo sale representative was informed that citadel patient therapy system (model c200) was not functioning properly. The head of the bed allegedly raised on its own without the patient pressing any buttons and the mattress was not alternating. Those allegations were checked by arjo sale representative who was not able to recreate these symptoms reported, did not find any technical issues. The mattress was monitored for 10 minutes to make sure it was in fact alternating every 10 minutes. And the bed backrest functionality was checked as well and no issue was detected. No replacement or repair was needed. This bed has the user control panels integrated into the head end side rails, with the patient's controls on the inside and the nurse's controls on the outside. The patient's controls adjust backrest angle and leg elevation; the nurse's controls additionally adjust backrest angle, leg elevation and bed height. It is unknown if the button for backrest section had been accidentally pushed, thus creating a raise movement of the backrest section. Because the reported unintended movement could not be recreated, the exact root cause cannot be determined. In summary, the bed was used for a patient treatment at the time of event. The bed allegedly moved on its own raising the head section and from that perspective it failed to meet its performance specification. No technical failure was found. The customer allegation could not be confirmed. Although in the complaint adverse event did not occur this complaint was decided to be reportable to competent authority in abundance of caution.

Event description:
While rounding at kindred morris county - dover on (B)(6) 2019, an arjo sale representative was informed that citadel patient therapy system (model c200) was not functioning properly. The head of the bed allegedly raised on its own without the patient pressing any buttons and the mattress was not alternating.